Event description:
A physician reported one month following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient complained of glare. Upon examination, the lens was well centered. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).